Event description:
(B)(6). Awareness date: 04/20/2018. (B)(6). (B)(4). Hospitalization start date: (B)(6) 2018. Hospital start date: (B)(6) 2018. A (B)(6) female on opsumit for pah: nocod on routing chart review that patient was admitted for malfunctioning hickman catheter. Hickman cath replaced by ir. Dates of use: (B)(6) 2016 to present. Diagnosis or reason for use: 416.0 - pah (idiopathic/familial)